Manufacturer narrative:
H10: reportedly, the issue occurred after twelve (12) days of support. The unit was made available for further investigation at manufacturer site. The device was not adequately rinsed before return; two large masses of dark biologic deposit were noted in the upper housing and in the pump inlet tubing. A functional test confirmed the elevated infusion pressure and low flows likely related to the large biologic deposit found at baffle seal/impeller interface seen during internal visual inspection after the pump was sectioned. After sectioning, the internal pump components were cleaned of visible biologic deposit and installed on testing lower and upper housing to repeat the functional test. Both pump current and infusion pressure decreased during the second test, revealing that the presence of biologic deposit was the cause of raised current and infusion pressure above manufacturing specification in the initial functional test. The data log of controller was not provided, thus pump stop could not be confirmed. Based on the investigation results, considering the patient condition and that unit worked correctly for 12 days, it cannot be ruled out that the most likely root cause of the reported event is clot/thrombus formation with the contribution of prolonged usage.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the tandemheart pump. The incident occurred in (B)(6). The DHR for tandemheart pump was reviewed and no abnormalities or non-conformities were found. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a tandemheart pump flow went from 4.2l to 0.3l and an alarm was displayed. Pump flow was restored in 12-15 minutes after some volume was reportedly given. Patient is also on support with an impella cp device (non livanova device) on the left side which flows dropped from 4.8l to 3.2l during this event. Patient has a documented sensitivity to heparin and was being systemically treated with angiomax. At time of event the reported blood gases were: pco2=46, po2=143, o2=98.6, fio2=40. Patient is going to the operating room to have the tandemheart and impella discontinued and will be placed on va ECMO. There was no report of patient injury.